Event description:
The manufacturer's representative reported that the patient underwent pump replacement due to device recall. Upon explant, the catheter access port detached from the pump. The patient had no change in efficacy prior to replacement. The patient had been receiving lioresal via the pump.

Manufacturer narrative:
H10 - final device analysis reveals insufficient bond of catheter access port.